Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer from vietnam alleged discrepant results generated from the kit cobas 6800/8800 sars-cov-2 192t and when compared to a competitor assay. The customer reported discrepant sample results when testing with cobas sars cov-2 qualitative assay analyzed on the cobas 6800/8800 system (s/n (B)(4)) when compared with the alinity abbott assay results. On (B)(6) 2021 5 pooled patients' samples were analyzed on the cobas 6800/8800 system (s/n (B)(4)) that generated generated a positive pooled result. The five patients' samples were then tested individually that generated all negative results. On (B)(6) 2021 the 5 patients' samples were tested with the alinity abbott assay 4 of the samples generated negative results 1 sample generated a positive result. Patients sample collection was not provided. The customer is also inactivating the samples by heating them at 70 degrees c for 10-15 minutes prior to loading onto the instrument and would be considered off-label. There was no allegation of harm to the patient.

Manufacturer narrative:
Customer alleged false negative pools that also generated negative results during individual testing of the samples with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems compared to results generated using the alinity abbott test. The customer uses paper to track the pools and individual sample testing and does not use a pooling instrument. The customers process is very manual making it easy to confuse the pools and collected sample. The customer believes for both pooled samples the roche result is the correct result. The customer is also inactivating the samples by heating them at 70 degrees c for 10-15 minutes prior to loading onto the instrument and would be considered off-label and cannot be ruled out as a contributing factor. The first pool tested on (B)(6) 2021 generated negative results for target 1 and target 2. The customer then tested all of the samples individually on (B)(6) 2021 and all of the samples generated negative results. The customer then tested the pooled sample with abbott and generated a positive result. They did not perform individual testing of the samples using the abbott test. The customer confirmed that no individual samples were positive using the roche test. The second alleged pool generated a result of target 1 negative and target 2 positive. The CT would be indicative of a sample near the limit of detection of the test based on information provided in the method sheet. All samples were tested individually and generated negative results. The pooled sample was then retested using the abbott test and generated a positive result. The customer concluded the contamination of the pooled sample likely occurred during processing on the abbott instrument. A review of the control curves did not show any major shifts or suppressions and the controls performed consistently throughout the runs. The investigation performed did not identify any product problem related to the customer allegation. Based on the investigation performed and the information provided there is no indication the product is not performing as intended. The discrepancies alleged are likely due to workflow and samples handling therefore no sample was requested in this case. (B)(6). (B)(4).